Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery multiple times. The patient's blood glucose at the time of incident was 16.7 mmol/l. The customer stated that the insulin pump would deliver about half of the bolus and then alarm no delivery. Troubleshooting did not occur for the no delivery alarm since it was a past event. The customer switched insulin pumps and received an unexpected restart error alarm from the device they switched to. The alarm did not occur after the insertion of a new battery, and it did not recur during normal pump use. A temp basal was not programmed prior to the alarm either. The insulin pump was stored for an extended period of time. No products were returned or replaced.